Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the customer was having wi-fi connectivity issues on the 2nd and 3rd floor at the day care neenah and also mentioned having issues as thedacare appleton. The pc units had intermittent wireless fidelity connectivity issues and at times, the pc units would drop wi-fi and did not appear when trying to reconnect. The customer further reported that the wi-fi would not reconnect until the pc unit was turned off and then back on. There was patient involvement but no harm.